Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same date as onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with intraperitoneal ceftazidime (daily; dose and duration not reported) for the peritonitis event. After ten days, the patient was discharged from the hospital and was reported to be recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information is not available at this time.